Event description:
It was reported that the ilet user forgot to announce a dinner consisting of two burgers, and later observed a blood glucose value of 258 mg/dl that was attributed to the unannounced meal. The customer care agent advised against announcing because more than 30 minutes had elapsed. Symptoms included hyperglycemia. Outcomes included no alarms, no hospitalization, and no additional follow-up requested. Investigation included customer counseling on appropriate meal announcement timing and education on post-meal management. Investigation of this case revealed no device malfunction and no component failure, and the event was consistent with user-related use error due to a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was user error related to use of the device per instructions.